Event description:
It was reported that patients spinal cord stimulator lead had impedances. It was also noted that patient experienced unwanted sensation. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17696942, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: 606851, batch: 16891251, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 16958802, UDI: (B)(4). Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 16969367, UDI: (B)(4).